Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the adhesive part of the objective lens came off, the curved rubber adhesive was missing, the operating angle fixing part was loose, the video connector was cracked, the lever was discolored, the light guide connector had stains that were difficult to remove, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope was poor and blurry. The issue occurred during pre-use inspection. The patient was not under general anesthesia and there was no delay to the procedure. The name and type of intended procedure was unknown. The procedure was completed using the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image had noise due to a disconnection/short circuit of the image sensor cable and breakage of the connector. The report is being submitted due to the image noise found during evaluation.